Event description:
Customer complaints blood leak during treatment. Blood flow rate 190ml/min, tmp, 309mmhg. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.